Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The reported feedback suggests that as the nurse was adjusting the pcu with a lvp on the bed IV pole, it slid down the pump and injured the clinician's hand, causing an unspecified injury. There was no impact to the patient, and no medical intervention required.